Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead fracture. The lead fracture was caused due to dual coil lead having high shock impedance. As a result, a new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead was damaged during the explant and so the lead will not be returned for analysis.